Manufacturer narrative:
(B)(4). Concomitant medical products - unk liner # item unk # lot 61057662, m / l taper femoral stem # item 00771100920 # lot 61033565, bone screw # item 00625006525 # lot 61092796, porous shell # item 00620205622 # lot 61105430. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain and elevated cobalt level 9 years post initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.